Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found. (B)(6).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was noted to be depleting quickly. On (B)(6) 2016, it was noted that the battery gauge went from 100% to 5% within a few hours. On the day of the call the battery depleted again from 100% down to 5% in 10 minutes and the pump was unable to be charged. Over the afternoon and evening the customer's blood glucose (bg) level was reported to be elevated 417-460 mg/dl. The customer had the pump disconnected for stretches of time due to the battery issue. The customer delivered a correction bolus and indicated that a manual injection would be delivered after the call. In addition, earlier that day the customer experienced a low blood glucose level 69 mg/dl. The customer consumed juice. The customer declined to complete a system check with tandem technical support.